Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee scope procedure t2 simultaneously deployed with t1. T1 was unable to be retrieved and was left in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.